Event description:
It was reported the gastrointestinal videoscope displayed communication error e237 during an unspecified procedure. The procedure was completed with an olympus backup device. There were no reports of patient harm.

Manufacturer narrative:
E1 address: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
Updated field: d8, h2, h3, h6, h11 this supplemental report is being submitted to provide the results of the final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the air/water-cylinder was corroded. A definitive root cause could not be identified. Based on the results of the investigation, it is likely for the reported customer allegation the cause could not be determined and for the additional finding the most probable cause traced due to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.